Event description:
It was later reported that a dye study performed was normal, however the patient continued to have swelling and it was thought the patient was going to have their catheter replaced on (B)(6) 2015. Later it was reported that a catheter replacement did not occur and on (B)(6) 2015 the catheter was aspirated without any issues. It was determined that the catheter was intact and patent. The health care professional (hcp) was unable to find the cause for the swelling. The hcp "tightened up" the skin around the pump pocket and took a sample of fluid to analyze. The patient was sent home with an abdominal binder. The hcp planned to monitor for swelling.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information was reported by the company representative. The pump was explanted on an unknown date for an unknown reason. Further follow up was done to determine when the explant occurred and the cause of the pump explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a healthcare provider. The patient was not receiving any other medications (oral, etc.) At the time of the event. The pump was explanted on (B)(6) 2015 per the patient's request. No troubleshooting was performed related to the pump explant. The patient desired removal as he had been "healed." The date (B)(6) 2014 is considered an approximate date of event (day and month not specified).

Event description:
It was reported that the patient had swelling at the pump pocket site. A surgical intervention was required as a result of the event. A (B)(6) study was done as a diagnostic. The cerebral spinal fluid (csf) returned easy, the (B)(6) study showed the catheter was in place, and there were no occlusions or leaks. The patient was alive with no injury. The pump was infusing dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.